Manufacturer narrative:
Date initial report sent: 11/18/2008. Quality assurance evaluated one device and attributed the report to an assembly error. The instrument was received with a fully disengaged gimbal seal. Further inspection of the instrument revealed that this component had been improperly assembled with the instrument during the manufacturing process. Action has been implemented to prevent this condition from recurring.

Event description:
Procedure: lap cholecystectomy. According to the reporter: during the surgery, the surgeon saw the versaseal in pt's abdominal. The versaseal was separated from port body and no patient injury was reported.